Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified the data base synchronization logs and no errors were found. Tss confirmed that there were no issues with the device, and no further investigation was required. Customer confirmed that the case was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ed patient was not crossing over from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.